Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), during punching aorta, the internal coil was strongly released and the device was crushed. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), during punching aorta, the internal coil was strongly released and the device was crushed. The seal loaded properly and aorta was not damaged. There was some bleeding. But not much. The patient did not require any blood transfusions. An intervention was not conducted due to the device malfunction. The procedure was completed with the same device. Not with a new device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A visual inspection of the photographic evidence was conducted based on the photos provided by the hospital. There were signs of clinical usage and evidence of blood observed on the aortic cutter in the photographs. The first and fifth photograph show the outer packaging of the heartstring and aortic cutter device with the product and lot information. The second and fourth photo show a top view of the aortic cutter, with the actuator button fully depressed and the housing having split. The third photograph is a side view of the aortic cutter showing the split of the housing. The aortic cutter housing cover was observed to have come apart at the proximal end from the actuator button. The device, aortic cutter 3.8 mm, maquet pn cv000001733 from production order (B)(4) was returned to the factory for evaluation on 06/12/2020. An investigation was completed on 08/13/2020. Signs of clinical use and heavy amounts of blood was observed on the aortic cutter. The aortic cutter housing cover came apart at the proximal end from the actuator button. The blade and the needle were extended outside the cutter. An engineer¿s evaluation was conducted. Per mcv00029738 the extension of the blade was measured at 0.400¿¿ which is within the specification. The needle was bent. The covers were separated to inspect the internal assembly. It was observed that one of the six pins located at the distal end of the cutter was slightly at an angle. The spring was measured and investigated for any damages. The length of the spring was measured at 4.523¿¿, the spring outer diameter was measured at 0.454¿¿ and the diameter of the spring wire was measured at 0.035¿¿. All the measured dimensions were within the specifications per mcv00029571. Per mcv00029567, the lengths and the diameters of the pin were measured and were at specification. The depth of the holes were at specification. There were no non-conformities observed with the spring and the pins. Based on the returned condition of the device and the evaluation result, the reported failure "break" was confirmed, as well as the analyzed failure "material twisted/bent; needle". The DHR, shop floor paperwork was reviewed. There is an ncmr reported for the reported lot# 25147144, which is related to the reported event. The lot # 25147144 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. Specific actions for the failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system.